Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had to perform the fill tubing process multiple times. There was no reported impact to customer¿s blood glucose. Multiple attempts were made to follow up on the reported issue; however, a response was not received.